Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4) additional information received on 9/7/2010: surgeon does not feel that leak after surgery was caused by stapler. Surgeon (B)(6) indicated leak occurred 11 days after surgery and likely is result of poor tissues caused by co-morbidities and poor protoplasm. Additional information received on 9/8/2010: the patient passed away at (B)(6) medical center in the recent past. Dr. (B)(6) reiterated that although the patient leaked from the staple line"he did not think that the staple line failure was a result of the stapler or staplers " rather he reiterated that the patient's co-morbidities were a factor. Patient was in his 80's and had significant heart and kidney issues that impacted overall health and tissue. While dr. (B)(6) performed the follow-up procedure, the original procedure was conducted by a new general surgeon at the facility " dr. (B)(6).

Event description:
It was reported that 11 days post-op of a hand assisted laparoscopic right colectomy procedure, the patient developed a high amount of blood in their stool. The patient was taken for an exploratory laparotomy. During the exploratory, they discovered the anastomosis staple line holding the two segments of colon together had fallen apart and was causing a leak. They cut out the anastomosis and rejoined the bowel together. The surgeon noted that the patient had significant co-morbidities and poor protoplasm. In the initial procedure when they were running the colon and bowel, it may have perforated in other areas instantaneously due to those conditions. The patient remains in the hospital. Additional information has been requested.

Event description:
It was reported that the helix would not fully deploy. The lead was not implanted and another lead was successfully placed. No patient complications were reported as a result of this event.

Event description:
Additional information is being requested.

Manufacturer narrative:
(B)(4). Reviewed information already provided, "[surgeon] reiterated that although the patient leaked from the staple line. He did not think that the staple line failure was a result of the stapler or staplers. Rather he reiterated that the patient's co-morbidities were a factor. Patient was in his 80's and had significant heart and kidney issues that impacted overall health and tissue." Based on the surgeon's comments, downgraded file to a serious injury, based on the initial information that the patient was taken for an exploratory laparotomy following the original procedure.